Event description:
It was reported to hill-rom that a foot tray was cracked on a sabina 200 sit to stand mobile lift. No pt was alleged to have been involved in this event.

Manufacturer narrative:
The customer was provided with a replacement part (foot tray) as an immediate correction.